Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of hardware failure was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order (wo) (B)(4), the bd field service engineer (fse) reported that replaced module controller board in drawer five. Tested drawer five including cubie pockets. During dchu visual inspection: p/n 151903-01: a visual inspection under a microscope revealed thermal damage in component u300. During dchu testing: p/n 151903-01: since thermal damage was detected during visual inspection, no testing was deemed necessary. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u300 on the full height cubie pmc (pn: 151903-01) circuit board resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer 5 off the bus with no lights illuminated on the board, and rebooting did not resolve the issue. As per part investigation, it was determined that the hardware failure was due to thermal damage in component u300 on the pmc board. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 was off the bus due to a hardware failure on the drawer board. A field service engineer replaced the drawer board in drawer 5. The repair was verified by testing the drawer, including qb pockets, which passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer 5 off the bus with no lights illuminated on the board, and rebooting did not resolve the issue. There were no adverse events or injuries reported based on this event.